Event description:
After a successful dilatation procedure. The catheter couldn't be removed through a 6fr sheath. The catheter & sheath were removed as a single unit without pt injury or further complications.